Event description:
The facility initially reported a colleague infusion pump that stopped, beeped, and would not restart. Additional information obtained from the facility on 07/28/2009 noted that the incident occurred during patient infusion. No patient injury or medical intervention was associated with this event. No additional information is available. The pump involved in this incident is an unremediated colleague infusion pump with user interface module master software (B) (4).

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)